Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer was unable to clear the alarm. Reportedly, no backup available. Caller declined cts follow up to confirm backup therapy method was obtained. Customer¿s blood glucose level was 289 mg/dl.